Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised the hp and caregiver (cg) to cycle the power on the hc. The tsr advised the cg that the hp must start over with all new supplies. The tsr advised the cg to call back when the hp got to initial drain to help the cg get the hp into the manual drain option to drain everything out since the hp was in a dwell when the alarm occurred. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.